Manufacturer narrative:
The device was discarded. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations is captured in the technical summary. As no product was returned, no visual inspection, functional testing and dimensional testing could be performed. Return imagery was provided. The 3mensio provided from site showed annulus and leaflets with calcification, as well as the aorta with calcification. The video of the balloon burst was provided from site showed a balloon burst at end of thv deployment. Review of IFU/training material is captured in technical summary. As the technical summary applies to this complaint event, an engineering evaluation is not required. Root cause analysis is captured in technical summary. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was able to be confirmed with applicable by the provided imagery from the site. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance was able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the information provided for the complaint, ''the balloon ruptured at the very end of the inflation'' and ''the patient had moderate calcium in the annulus/leaflets''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Although a definite root cause was unable to be determined, available information suggests that the balloon burst was likely caused by patient factors (calcification). As such, the technical summary is applicable to this complaint and, therefore, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required.

Manufacturer narrative:
The delivery system was discarded. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during tavr with a 26mm sapien 3 via transfemoral approach, the balloon ruptured at the very end of the inflation. The delivery system was removed in one piece. There was no clinical impact nor was there any injury to the patient. The patient had moderate calcium in the annulus/leaflets. A bav was not performed prior to valve deployment.